Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During pinnacle and corail tha, as surgeon was inserting the corail stem it was noted that the edges were looking worn and that the tine was not engaging as well on the summit std implanter.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4, d9, h4. Corrected: h3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : during pinnacle and corail tha, as surgeon was inserting the corail stem noted that the edges were looking worn and that the tine was not engaging as well on the summit std implanter (257005100, tray zzinnzh0100). Was able to complete the insertion with tool but noted it should be removed. This is a consignment instrument. The inserter was placed to one side and tagged, I asked the theatre to ensure was not placed back in kit, to clean & sterile and please let me know when done so I can collect and return to head office. Visual inspection revealed the flanges deformed on the tip of summit standard imp. Inserter. Additionally, signs of impactions were observed on distal portion of the device surface, causing deformations. The observed conditions of the device can be attributed to unintended user error by improper alignment and care when assembling mating device, resulting in deformations. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. However, based on the damage observed, it is reasonable to confirm unable to assemble allegation. Potential cause can be traced to a component failure as condition may happened as a consequence of the observed damage. The overall complaint was confirmed as the observed condition of the summit standard imp. Inserter would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.